Event description:
The device was used during a video assisted thoracic surgery partial lung resection procedure. Reportedly the staples did not form properly and a component disengaged into the pt's cavity. The surgon was able to retrieve the component and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.